Event description:
The hosp rep reported a fail code 812:02. The failure occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.